Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Related manufacturing reference number:(B)(4). It was reported that the pacemaker, left ventricular, competitor right atrial, and competitor right ventricular leads were explanted for unknown reasons. The patient condition was unknown.